Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in his insulin cartridge. He stated that the air bubbles are not present at the time the insulin cartridge is filled. He stated that he allows insulin to reach room temperature prior to use. He stated that he does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. He was educated on the proper procedure. The patient disconnected from the infusion site and was able to prime the air bubble from the system. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.